Event description:
Info received indicates the head brake caster is not holding while in brake.

Manufacturer narrative:
The tech replaced the worn caster, and used a brake/steer upgrade kit to repair the bed.